Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings:during investigation, the pump powered on to a blank display. Moisture was visible through the display lens. A leak test was performed and failed due to cracks in the battery compartment. Cracks in the battery compartment were found along the side, at the case seal to the left of the bumper pad, from the case seal to the bumper, and at the top right corner between the display lens and the pump seal. The pump was opened to find moisture throughout the pump casing including the oled flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.